Event description:
It was reported that the implant at tooth site #3 was removed due to medical other. (B)(6) 2025, pt returns for final implant check before having implant restored. He reports that recently he noticed "the gums pulling away from the implant" and wonders if it's going to be a problem. Upon exam, soft tissue recession on the buccal of implant #3 with the collar of the implant exposed through thin, unattached mucosa. I suggested the best course of action would be to remove the implant now, graft and replace it. Pt agrees. Implant removed with reverse torque; site grafted with puros and endobon. Rto: 3 months to replace implant. Soft tissue was pulling away from the implant. Will wait 3 months for graft to heal before replacing the implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k101880.

Manufacturer narrative:
Zimvie received one (1) tsvt6b10, (imp, tsv, 6.0,1 0, mtx, mg) for evaluation. The reported device was returned; however, a device malfunction could not be verified. Upon locating the device, this investigation will be reopened and updated accordingly. DHR review was completed for the subject lot number 1286268. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1286268 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 5, the most likely root cause determined from the investigation was possibly user caused/patient factors. Therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.